Event description:
Customer reported that the device was being used on a pt for a cardioversion and lost power. The device was unplugged from ac and operating on battery power when users tried to charge the device to 200j and it shut off. The device was turned back on but it lost power again when users attempted to charge energy. It was reported that the pt was stable and survived the event. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4): physio-control preliminary inspection was unable to duplicate reported issue. Physio continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.